Event description:
It was reported that the patient presented to the hospital, the patient experienced an irregular heartbeat. Programming modifications were performed to the implantable cardioverter defibrillator. No further information was available.